Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with inappropriate automatic mode switching (ams) episodes on their cardiac defibrillator. Upon interrogation, it was discovered that the ams was caused by far (r) field oversensing after ventricular capture. No intervention was performed and the patient will continue to be closely monitored.